Manufacturer narrative:
The insulin pump passed displacement test. However, insulin pump alarmed compromised force sensor system during basic occlusion test due to slightly loose drive support disk. The insulin pump was received missing end cap sticker. The insulin pump received with minor scratches on lcd window. The insulin pump received with broken battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported insulin was squirting out during a manual prime. Customer's blood glucose was 130 mg/dl. Troubleshooting found the customer's drive support cap was protruded. Customer could not recall pressing on the cap while connected. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.